Manufacturer narrative:
The iesu was visually inspected and no issue was found. The c-30 error was found during iesu cautery activation. The root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the c-30 error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, error c-30 occurred on the integrated electrosurgical unit (iesu). The site received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The site used a third-party force triad generator to continue with the procedure. The procedure was completing as planned with no reported injury.